Event description:
Customer reported that insulin was squirting out during a manual prime. Customer's blood glucose was 297 mg/dl. The customer also reported receiving a compromised force sensor system alarm. He also reported that he was stuck in the rewind complete/bolus delivery loop. The customer also stated the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).